Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No low battery alert, power loss alarm or replace battery now alarm noted during testing or in the device trace download. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump battery going dead in the middle of the night after receiving a new battery cap. The insulin pump had blank display after receiving a new battery cap. Customer reported low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.